Manufacturer narrative:
The investigation stated the most likely root cause for the event is a pre-analytic issue since the centrifugation time was only 5 minutes.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The erroneous result was reported outside of the laboratory. The initial result from the primary tube was 2.3 mg/dl with a data flag. This result was reported outside of the laboratory. The sample was repeated twice in a cup and the results were 1.2 mg/dl and 1.1 mg/dl. No adverse event occurred. The crep2 reagent lot number was 17200701 with an expiration date of 04/30/2017. The customer¿s centrifugation is 5 minutes at 3000 rpm. The customer performed precision testing with the patient sample and the results were acceptable. The customer had performed a probe contamination check and two sample probes were replaced on (B)(6) 2016. Calibration data prior to the event was ok. Quality control (qc) data show out of range results on (B)(6) 2016. Qc results from the day of the event were acceptable. The customer performs daily maintenance on the system. No other assays are affected and the issue has not re-occurred. The field service engineer visited the customer site on 12/27/2016 and checked the instrument. All parts were normal and no issues were identified. The investigation stated that the centrifugation time of 5 minutes seems to be very low and should be increased to 10 minutes. The customer has been informed of this. A general reagent issue has been excluded since calibration and qc were acceptable on the day of the event.